Manufacturer narrative:
On (B)(6) 2019, mentor became aware that correct patient identifier is r.g. Mentor also became aware that the patient also experienced tightness in the right breast, memory loss, bilateral joint pain, dizziness, hearing loss, head and neck pressure. In addition, mentor became aware that the right breast capsular contracture that the patient experienced was baker grade iii. Lastly, mentor became aware that the suspect devices were discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient also experienced bilateral ptosis; grade I post-operatively. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, toxic reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast augmentation with a (right) 450cc mentor memorygel breast implant and a (left) 400cc mentor memorygel breast implant, suffered several unexplained systemic symptoms, including bilateral breast illness, insomnia, numbness of right arm to leg and cant walk, joint pain, feet pain, burning dry eyes, bad vertigo, vision problems, sensitivity to cold and hot, brain fog, confusion, severe debilitating head and neck pain, jaw pain, body pain, fevers, little rashes, lymph nodes all over especially groin, underarms, shoulder pain, right breast pain, itchy nipples, ringing in ear, inflammation through body, hard lumpy breast, painful capsular contracture on the right breast, heavy metal toxicity, stomach issues, candida, hormones out of whack, losing hair, and parasite overload. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient was scheduled for bilateral implant explantation on (B)(6) 2019. This medwatch form is for the left breast prosthesis.